Manufacturer narrative:
Following the investigation on the returned product that was performed on october 3, 2017, it was found that the device returned was a third party implant not manufactured by zimmer biomet. The customer had initially reported that an unknown abutment screw had fractured of inside of a tapered screw vent implant causing the implant to be removed. Zimmer abutment screws are only compatible with zimmer implants. As a result, the prior submissions for MFR- 0001038806-2017-00479 submitted on august 7, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. One third party implant was returned for inspection with an unknown screw within the drive feature. The implant shows large signs of wear at the external hex, and the threaded region. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for this complaint could not be established. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date not available, add evaluation codes, additional narrative.

Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw.

Event description:
It was reported that unknown abutment screw fractured. Implant was removed.